Event description:
It is reported, ll vlv adpt(stand alone), the infusion flow was obstructed. Upon disconnecting the infusion set, it was discovered that the tubing of the infusion connector was blocked. Use was immediately discontinued, and a new infusion connector was installed.

Manufacturer narrative:
A 2000e china product was not available for investigation of pr 14935449; however, in this instance customer provided lot number was incorrect. The feedback provided by the customer states that, "the infusion flow was obstructed". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number provided by customer was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.